Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat degenerative mitral regurgitation (mr) with a grade of 4+ and challenging anatomy. One mitraclip was implanted and the mr was reduced to an unspecified grade. It was noted that grasping was also difficult due to the poor imaging. On (B)(6) 2015, the patient returned with an increased mr grade of 4 and shortness of breath. It was found that the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). There was no leaflet damage noted. The patient was scheduled for a new mitraclip procedure for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Date of event, (B)(6) 2015, provided on the initial report, is an estimated date. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint-handling database identified no other incident for the reported single leaflet device attachment (slda) or failure to adhere/bond from this lot. Due to the leaflet thickness and prolapse, in addition to the visualization difficulties, leaflet grasping was likely difficult. Subsequently, once the leaflets were grasped, it is likely that the leaflet anatomy resulted in the detachment of the clip from the anterior leaflet. The patient effects of worsening mitral regurgitation (mr) and dyspnea are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. In this case, the increased mr was likely a result of the slda, as the clip was no longer attached to both leaflets. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.